Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11486.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-11104, 3006705815-2019-03756. It was reported the patient experienced ineffective stimulation. Diagnostics showed impedance issues on one of the leads and troubleshooting was unable to resolve the issue. As a result, the system was explanted and replaced. Issue resolved.